Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A customer reported experiencing poor vacuum and an intense surge. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. There were no abnormalities with the system or handpieces. The system was tested and found to meet product specifications. The system was manufactured on june 24, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Actions taken. The manufacturer internal reference number is: (B)(4).